Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic electro-physiology procedure. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) checked the system remotely and confirmed that the system's flexvision monitor was unable to display. Upon troubleshooting, philips remote service engineer (rse) checked the system log remotely and found that flexvision pc crashing repeatedly. To resolve the issue, the rse provided part details to the customer and the customer replaced the flexvision pc. The defective parts were returned for analysis, for flexvision pc, malfunction was observed and showed several failed components. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.